Manufacturer narrative:
The inari devices were discarded by the user facility and are not available for evaluation. The device identifiers were not provided, however, the lot history records of all potential lots shipped to the facility were reviewed and there were no discrepancies or unusual findings. There was no report of any device malfunction. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. The case was reviewed by inari's chief medical officer, who concluded that the event was the result of inadvertent catheter perforation. Pain, cardiac perforation, pericardial effusion, hypotension, and cardiogenic shock are identified in the labeling as possible adverse events/complications. Manufacturer reference #: (B)(4).

Event description:
A female patient was admitted to the intensive care unit (ICU) and underwent a CT angiogram which identified a left-sided pulmonary embolism (pe) and deep vein thrombosis (dvt) in her right iliac vein. The patient was scheduled for a pe thrombectomy with the inari flowtriever retrieval/aspiration system on (B)(6) 2024. The clot age was estimated at 2 days. The surgical plan was to address the pe first and schedule a subsequent procedure to address the dvt. Due to the dvt in the right lower extremity, access was obtained in the left common femoral vein. Wire positioning was obtained and the inari triever24 (t24) was advanced. However, the t24 was slightly caught at the valve so it was removed and an 8 x 40 balloon was used to navigate smoothly through the valve. The t24 was then advanced into the left pulmonary artery (lpa) and several aspirations were performed which removed the thrombus. The physician then attempted to remove clot from the truncus anterior on the right. As the physician manipulated a 125 cm catheter through the t24, the patient reported not feeling well and experiencing back pain. The patient's heart rate and blood pressure decreased and a code was initiated. A pericardial effusion was identified through an echocardiogram (echo) and a pericardiocentesis was performed which removed 200 cc of blood. All devices were removed from the patient and the access site was closed with prolene sutures and the patient was returned to the ICU. A repeat echo revealed that a chordae tendineae was likely torn.